Manufacturer narrative:
(B)(4) now applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4). Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's desktop charger connector pin was damaged and was falling out of the ins recharger (insr). The patient also reported that they saw on their insr screen that the ins battery was low and that stimulation had stopped. A new desktop charger was sent to the patient but its connector pin would not fit inside the insr port. It was reported that the insr port was damaged. A new insr was then sent to the patient. No further complications were reported.